Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: reviews of the complaint history, device history record, manufacturer¿s instructions, quality control procedures, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, the customer did provide photos which conformed the foreign matter in the device packaging. Additionally, a document-based investigation evaluation was performed. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and no product returned, investigation has concluded that this event could be traced to the manufacturing of the device. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Product code = dqx. Occupation = unknown. Device not used. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported from the distributor, while inspecting the roadrunner the firm hydrophilic wire guide, an unidentified particle was noted inside the primary packaging. This device did not make patient contact.